Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead did not have a radiopaque anchor sleeve. No radiopaque sleeve was found in the packaging either. The physician used a slit anchor sleeve from the packaging to secure the lead. The lead remains in use. No patient complications have been reported as a result of this event.